Event description:
It was reported, the high-definition liquid crystal monitor that the image does not appear. The issue occurrence is unspecified. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found printed circuit board failure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to print circuit board failure. Olympus will continue to monitor field performance for this device.